Event description:
A 28 mm diameter x 1 16 m diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a patient for the endovascular treatement of an abdominal aortic aneurysm. It was reported that the patient had small in diameter and calcified iliac arteries. The physician performed a balloon angioplasty in the iliac arteries to gain access however, the physician was still unable to advance the aneurx delivery catheter passed the calcified areas. The physician elected to convert the patient to an open surgical repair due to the inability to be able to advance the stent through the small in diameter and calcified arteries. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (small in diameter and calcified iliac arteries). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (small in diameter and calcified iliac arteries).